Event description:
Manufacturer follow-up with the reporter revealed the sleep apnea was unrelated to the vns.

Event description:
It was reported via clinic notes received that the vns patient has sleep apnea. The relationship of the sleep apnea to vns was not indicated. It was not indicated when the sleep apnea was first diagnosed. Last know diagnostics were taken on (B)(6) 2011. Attempts for additional information are in progress.